Event description:
It was reported to boston scientific corp that a pt underwent a transobturator sling procedure using the lynx suprapubic mid-urethral sling system on (B)(6), 2006. During the procedure when the lynx needle was removed from the bladder, bladder tissue was present in the hook of the delivery device. The procedure was completed with the same device. There were no pt complications due to this event.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the exp and manufacture dates of the device are unk. If any further, relevant info becomes available, a supplemental medwatch will be filed. (B)(4).